Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor was reading low in the 50 mg/dl range and the insulin pump kept suspending but her blood glucose was 130 mg/dl. Customer removed the sensor and noticed the sensor was bent. Customer started bleeding when removing the sensor and stated she was in a hurry and hung up.